Event description:
Event description boston scientific received information that this transvenous atrial pacing lead exhibited oversensing and out-of-range impedance measurements. The lead was surgically abandoned and replaced. During the lead revision procedure, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported. Another boston scientific crt-d was implanted without incident. Initial engineering calculations on the returned device determined that the device did not meet expected longevity predictions.